Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had issues with the sensor readings. The customer's sensor glucose reading was around 400 mg/dl but her blood glucose level was around 50 mg/dl to 60 mg/dl. The customer wasted sensors during the training/insertion process. The device was not returned.